Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.